Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the jaw would not open after the firing. While both sides of the jaw were going to be clipped and resected to remove the device, the jaw released. It was found that the fired clip was formed properly and the next clip was already fed into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.